Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the reported event. The peritoneal dialysis (pd) therapy was ongoing. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a patient experienced eosinophilic peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unknown antibiotics (ip, dose and frequency not reported). The cause was not reported. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.